Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump got slammed in the car door and the touch screen became shattered. Customer was unable to read the touch screen due to the shattered screen. Customer's blood glucose was 241 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.